Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip fracture occurred. The physician was treating a 70% stenosed, 12mm long, eccentric shaped, de-novo lesion located in the mildly tortuous and non-calcified, 3.0mm in diameter, left anterior descending (lad) artery. Vascular access was obtained through the radial artery. The lesion was not pre-dilated. Two pt2 guide wires were advanced inside the patient, one in the lad and this wire into the left circumflex (lcx) artery. The pt2 guide wire in the lad was used for the advancement of a 3.0x12mm taxus liberte stent, the pt2 guide wire being used in the lcx was only a passive wire. The pt2 guide wire in the lcx became "twisted around itself" without any active movement resulting in approximately 3cm of the tip fracturing from the wire. No attempt was made to retrieve the tip. The fractured tip remains in the distal lcx. The physician believes the patient is not at risk. The procedure was completed with the implantation of the 3.0x12mm taxus liberte stent in the lad. There were no further reported patient complications. The patient status is listed as "stable".

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip fracture occurred. The physician was treating a 70% stenosed, 12mm long, eccentric shaped, de-novo lesion located in the mildly tortuous and non-calcified, 3.0mm in diameter, left anterior descending (lad) artery. Vascular access was obtained through the radial artery. The lesion was not pre-dilated. Two pt2 guide wires were advanced inside the patient, one in the lad and this wire into the left circumflex (lcx) artery. The pt2 guide wire in the lad was used for the advancement of a 3.0x12mm taxus liberte stent, the pt2 guide wire being used in the lcx was only a passive wire. The pt2 guide wire in the lcx became "twisted around itself" without any active movement resulting in approximately 3cm of the tip fracturing from the wire. No attempt was made to retrieve the tip. The fractured tip remains in the distal lcx. The physician believes the patient is not at risk. The procedure was completed with the implantation of the 3.0x12mm taxus liberte stent in the lad. There were no further reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
An examination of the returned complaint device revealed that the distal tip is fractured with approximately between 1.74 to 1.87cm missing. The fractured unit was analyzed using sem revealing the presence of equiaxed dimple ruptures in a tensional direction. No reduction on the cross sectional area was noted. No material anomalies were observed. The fracture surface was caused by a tensional type overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4). (B) (4).